Event description:
A malfunction alarm was reported for the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump, instructed the customer on how to store the problematic pump, and set up medication delivery through an alternate therapy. The customer was advised to return the pump using a pre-paid label.